Manufacturer narrative:
The mask was not returned for investigation. Based on information provided, it was reported that the patient was receiving ventilation from stellar 150 device via airfit f20 mask and 3l oxygen therapy,. The mask was observed by a technician to have torn when the patient experienced desaturation. It was reported that the patient¿s saturation level recovered when the mask was replaced. Per the stellar 150 user guide, contraindications: "the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator."

Event description:
It was reported to resmed that an airfit f20 mask was used for 10 days before a cushion tear was noticed resulting in a mask leak. The patient was reported to have experienced oxygen desaturation due to the leak. There was no patient harm or serious injury reported as a result of this incident.